Event description:
It was reported that the patient experienced a loss of therapeutic effect and had a return of symptoms a few weeks prior to the report. The reporter indicated that several attempts had been made to try to make adjustments with the patient programmer but the patient could not feel stimulation. The reporter stated that the patient was seen by her healthcare provider (hcp) the day prior to the report and was informed that there was an 'issue' with the lead. The patient was instructed to keep stimulation off. It was noted that the patient was scheduled for replacement surgery on (B)(6) 2013. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information stated the "issue" with the leads was that they were "not working." The patient's physician noted that the case to lead readings with electrodes 0, 1, 2, and 3 were "abnormal" and "all elevated." The patient's symptoms were noted as "recurrent bladder symptoms." The patient's physician stated that the device remained off on (B)(6) 2013 and the "patient would need explant and replacement" of the device. It was reported on (B)(6) 2013 that the patient's lead had broken "a little over an hour ago." It was also noted that the patient's surgery for (B)(6) 2013 had been cancelled and had yet to be rescheduled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v861091, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).